Event description:
This event involved a patient of unknown age and gender with an unknown past medical history who experienced controller alarm sound issues. The patient was implanted with a heartware lvad on (B)(6) 2010. Approximately twenty-nine months after the implantation, the patient's controller (con003742) was reported to not be producing any sound. This event was treated with an elective controller exchange. There was no reported patient injury and the product is to be returned for evaluation. Investigation of this event is on-going.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. These included, but were not limited to, visual and functional examination, review of controller log files by heartware clinical field engineers. Based on review of all the available information, the reported event is confirmed base on the functional test. The root cause was a defective speaker. No additional information will be forthcoming.